Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading out of range when tested with control solution. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began sometime in august. The patient reported that their blood glucose had been testing extremely high and they performed a control solution test to check their meter. The control solution results were above the accepted range. The patient reported that they had been ¿passing out¿ around the time that the alleged issue occurred. The patient reported contacting their doctor by telephone but it was unclear if the patient administered any self-treatment in response to the reported symptom. The patient reported going to their doctor¿s office where they were given a prescription for jardiance. The patient reported testing their blood glucose at the doctor¿s office but they could not recall the exact results obtained. At the time of troubleshooting the cca determined that the patient was using the incorrect control solution for their meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.